Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial flutter (af) using an intellanav mifi oi ablation catheter they found the irrigation tubing was leaking. During the procedure they attempted to ablate, however, the generator stopped energy delivery and displayed the error message "excessive temp". During troubleshooting they discovered the irrigation tubing on the catheter had separated. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
Correction to the initial MDR in block(s) d4: lot number, expiration date, and unique identifier (UDI) # and g2: report source it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial flutter (af) using an intellanav mifi oi ablation catheter they found the irrigation tubing was leaking. During the procedure they attempted to ablate, however, the generator stopped energy delivery and displayed the error message "excessive temp". During troubleshooting they discovered the irrigation tubing on the catheter had separated. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
The physical device was not returned to boston scientific's post market laboratory, as it was disposed of by the site; however, images of the device were provided. Review of these images confirmed the allegation in the complaint, the irrigation tubing was completely separated from the adhesive joint. Therefore, the irrigation tubing was completely separated from the catheter which would completely prevent irrigation during use. The complaint is confirmed.

Event description:
It was reported that during a procedure to treat atrial flutter (af) using an intellanav mifi oi ablation catheter they found the irrigation tubing was leaking. During the procedure they attempted to ablate, however, the generator stopped energy delivery and displayed the error message "excessive temp". During troubleshooting they discovered the irrigation tubing on the catheter had separated. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.